Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. The device history record of batch number 74c1503092 that belong to catalog number 031-33j has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint (B)(4) (snap-on flowmeter adaptor) batch # 1-1215741, 7-1115742 & 1-1215742. No corrective action can be established at this moment since the device sample or pictures are not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the snap on the flowmeter adaptor didn't fit with the oxygen flowmeter. A new kit was obtained.